Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided an I ntroducer needle with the hub separated from the cannula. No evidence of adhesive was found in the hub under magnification and there was one isolated area of adhesive on the proximal end of the cannula. A review of manufacturing records did not yield any relevant findings. However, the probable cause is manufacturing related. Further investigation has been initiated at the manufacturing site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the puncture to insert the central venous catheter the metallic part of the needle cannula spontaneously separated from the hub. There was a major risk of the needle being left in the patient. But luckily it did not happen as the surgeon did manage to extract the needle and a new device was used to replace the defective one. The incident occurred in the emergency mobile unit, cardiac-thoracic, vascular resuscitation unit.